Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have low blood glucose of 37 mg/dl and 43 mg/dl, which was treated with orange juice. Troubleshooting was performed on insulin pump to determine reason for low blood glucose. Customer reported that basal rates were lowered. After troubleshooting, it was determined that insulin pump was functioning correctly. Customer was advised to monitor insulin pump and to contact healthcare professional for possible causes of low blood glucose.